Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patent presented to the ER with a dislocated hip and could not reduce her in the ER. On x-ray it showed the constrained liner 36mm bipolar head and 22mm femoral head were on the stem trunnion and what was remaining of the constrained liner was inside the titanium cup. When the surgeon exposed the hip surgically he was able to remove what was remaining of the constrained liner by hand and revised her to a hemispherical multiple hole cup with large liner and large head."